Manufacturer narrative:
The incision was not enlarged as originally reported. Correct to: explant of intraocular lens . All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that after an intraocular lens was implanted it was discovered that one of the haptics had detached from the optic. The incision was enlarged and the lens removed from the patient's eye. Another lens was implanted during the same procedure and is reported to be doing fine.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device manufacturing records were reviewed and all process operations were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. In manufacturing, lenses are 100% inspected at (B)(4) microscope magnification. Any defects on the lenses and/or lens haptics that do not meet criteria specifications are rejected. The inspectors that perform the inspection are certified and trained. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported explant. A review of the raw material / manufacturing procedures did not show any change in manufacturing method, inspections or specifications that were related to this complaint type. A review of the trend did not show any adverse trends for this complaint type for this lens model. The documentation showed that the production order was manufactured according to specifications. The intraocular lens (iol) was returned to our manufacturing site for inspection. The returned sample was inspected at (B)(4) microscope magnification. The visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens, such as in the implant and explant process. The lens had one distorted haptic. The complaint for haptic detached from the optic was not verified in the returned lens sample. The haptic distorted was confirmed. Based on the investigation, the haptic distorted found in the returned sample is not related to manufacturing process, instead it is related to the handling of the lens during the insertion process. All pertinent information available to abbott medical optics has been submitted.